Event description:
The facility reports the pt was being moved from the chair to the bed (about nine inches off chair) when the operator heard a snap. At that moment, the pt tipped slightly to the side and the operator lowered the pt back down into the chair. The operator examined the sling and found a cracked/broken clip.